Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the defects were caused by stress from use, external factors, or handling. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): the inspection method for the event is described in ¿chapter 3 preparation and inspection_ 3.3 inspection of the endoscope¿ in the ltf-s190-5/10 operation manual. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the flex deflectable videoscope had adhesive peeling off on the tip of the objective lens. There was no patient involvement.